Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product was returned to zimmer biomet; however, product was evaluated by an external site. Examination of returned device found no evidence of product non-conformance. Root cause of the event was most likely attributed to third party debris, patient anatomy or surgical technique; however, a conclusive determination could not be made. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." Number 10 states, "fretting and crevice corrosion can occur at interfaces between components." Number 11 states, "wear and/or deformation of articulating surfaces." Under warnings and precautions, number 3 states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Number 4 states, "malalignment of components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure." This report is number 2 of 3 mdrs filed for the same event (reference 3002806535-2014-00006 / 00007 & 3002806535-2015-04092).

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Device expiration date - unknown. Device manufacture date - unknown. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This is 2 of 2 MDR reports submitted for the same event. Also see: 3002806535-2014-00006.

Event description:
It was reported by the hospital that patient underwent primary hip surgery on (B)(6) 2006. Subsequently, a revision procedure was performed on (B)(6) 2013 due to pain and elevated metal ions. No further information has been received.